Manufacturer narrative:
(B)(4).

Event description:
It was reported that several oversensing of noise episodes were observed. The patient was brought into the clinic for further assessment. Programming changes were made. Device remains implanted.